Manufacturer narrative:
The patient age, gender, height, and weight were not available at the time the report was due. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "loudspeaker failure". It is unknown if the speaker failed to produce sound, or if the issue was that there was a speaker failure error message. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.